Event description:
Healthcare professional reported capsular contracture baker grade IV against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Continued e1: additional email: (B)(6).

Event description:
The device has been replaced.

Event description:
Healthcare professional reported capsular contracture baker grade IV against left device and "gel inside the left implant was hard and smaller than the other implant." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, white particles in the shell, creases fold and deformation device. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.